Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection showed no signs of leaks. The device was filled with cytotoxic drug, thus no further testing was performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution administration set leaked solution from the tubing just near the chamber. This occurred during infusion when the device was being flushed with saline. The device was filled with a non-baxter chemotherapy drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.